Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent loss of capture was noted on the right ventricular (rv) lead post operatively. The lead was reprogrammed and then a possible pacing issue was noted. The following day it was noted the patient had their post operative sling on the wrong (left) arm and had been pulling themselves up in the recovery bed. Lead dislodgement was noted on the rv and right atrial (ra) leads both leads were revised and remain in use. No patient complications have been reported as a result of this event.